Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware "non" (B)(4) "2019", that on (B)(6) "2019", the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The patient's mother stated one morning the patient's cgm was displaying 126 mg/dl, so she went to work. She indicated that later she found out that at the same time the cgm was displaying 126 mg/dl, the patient's blood sugar was extremely low, and the patient fell and passed out. The patient hit his head and bit his tongue during the fall. The patient's mother did not provide further event details. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.